Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings compared to her expected values or feelings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient obtained the blood glucose readings of ¿hi mg/dl¿ (greater than 600 mg/dl), 205 mg/dl, 236 mg/dl, 401 mg/dl, 216 mg/dl, 414 mg/dl, 215 mg/dl and 344 mg/dl on the reported meter which she claimed were inaccurately high. The patient took no actions based on these readings. At an unspecified time afterwards, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. The patient manages her diabetes with oral medications. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining several elevated blood glucose readings on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.